Event description:
Customer reported high blood glucose of 536 mg/dl which she treated with a bolus shot. Customer's blood glucose at the time of call was 73 mg/dl. Customer declined to troubleshoot the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.